Event description:
The contact reported the patient received more medication than intended. On an unspecified date and time, the pump was programmed to deliver tpn and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was noted that the tpn delivery was completed 12 hours earlier than intended. The pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were reported. During testing at the user facility, the pump passed testing for delivery accuracy. Though requested, no additional information was provided including if the therapy was resumed using a replacement device and specific event details.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.